Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe was missing label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: customer returned photos of shelf cartons of 1/2cc, 8mm, 31g syringes from lot # 8036895. Customer states that there is no lot. The attached photos were examined and exhibited no lot number, manufacturing date, or expiration date information printed on the shelf cartons. A review of the device history record was completed for batch# 8036895. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Potential root cause is the box may have been feed incorrectly during stamping of the information required.

Event description:
It was reported that bd ultra-fine¿ insulin syringe was missing label information. No serious injury or medical intervention was reported.